Manufacturer narrative:
Result of investigation: only a photos received by the supplier for investigation. Lot number information 64-43831 is not the number format for infusor product. The investigation team reviewed the photo and the leakage location cannot be identified. Since the actual sample is not available for failure analysis, so the root cause refer to the similar complaint (B)(4). The pcv tubing and stopcock was assembled without glue. The pcv tubing may be deformed if the pcv tubing over the shelf time which can cause the pcv tubing and stopcock loose and cause leakage. Therefore, the root cause cannot be determined.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6, and h10. The return in900012 vital signs® pressure infusor were leak tested and determined that the pvc tubing and stopcock was assembled without glue, the pvc tubing maybe deform if the pvc tubing over shelf time.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the (B)(4) vital signs® pressure infusor experienced pressure issue. It can only hold pressure at 300mmhg for about 20 mins. As of this time, there is no information regarding patient harm with this reported event.